Event description:
Initial narrative: a report was received that a patient was admitted to hospital on (B)(6) 2015 with dyspnea and an 'uncontrolled¿ vad infection. Infectious disease (ID) was consulted, the patient cultures and he was started on intravenous (IV) antibiotics. A chest computerized tomography (CT) scan revealed fluid collection. Blood cultures proved to be positive for (B)(6). Nephrology was consulted for the patient¿s chronic kidney disease and cardiovascular surgery (cvs) was consulted regarding the fluid collection. The patient underwent a right sided pericardial drainage with placement of two chest tubes for pus. ID continued to follow the patient with adjustments to his anti-infectives. The patient had been previously deemed to not be a surgical candidate due to his post-implant neurocognitive deficits. A re-evaluation was performed given his deep infection; but was still deemed to not be a transplant candidate at that time. The patient¿s diuretics were stopped and the vad speed decreased due to suction events. Post-operatively, the patient developed a fever and his antibiotics werere-adjusted by ID. Workup for a possible infection was reported to be negative. Family requested that the patient¿s medical records to forwarded to another transplant center for a second opinion regarding possible cardiac transplantation. They agreed to evaluate the patient on an outpatient basis. One of the patient¿s chest tubes was discontinued with the second remaining in situ. The patient was re-started on his diuretics and vad speed increased after the development of lower extremity edema. Nephrology ultimately decreased and then stopped the patient¿s losartan due to his renal insufficiency while being diuresed. The patient was started on a heparin bridge until his international normalized ratio (inr) was within the therapeutic goal. Cvs continued to follow the patient¿s chest tube drainage with non-contrast CT scans. The chest tube drainage slowly decreased. The patient developed anemia requiring transfusion. Stools for occult blood (ob) were negative. In addition, the patient¿s antihypertensives were decreased due to some low mean arterial pressures. The patient continued to have intermittent 'fogginess¿ with poor recall and occasional confusion. Cvs discontinued the patient¿s remaining chest tube when a chest x-ray (cxr) revealed insignificant findings. ID planned to transition the patient to home IV linenozid and this was then changed to an oral dose upon discharge. Nephrology continued to diurese the patient with some persistent hyponatremia. They opted to stop the patient¿s metolazone but continued his lasix. The patient was seen by physiothera pyand they worked with the patient. He is reported to have been able to ambulate with a walker with dyspnea. The patient was discharged home on (B)(6) 2015 with his family/significant other with plans to follow up with their requested second opinion for cardiac transplantation candidacy. Supplemental narrative: conclusion (pending fal & addl info): a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient¿s outcome can be multifactorialand may be attributed to medical treatment, progression of disease and the patient¿s related comorbidities. In this case these factors may have included the patient¿s neurocognitive deficits, the progressive nature of the patient¿s underlying disease process, hiscomplex post-operative course and possible issues with the patient's therapeutic anticoagualtion and antiplatelet medications. There are patient and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. No device malfunction was reported against this pump; therefore, the purpose of this analysis is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. The IFU and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Infection/sepsis, worsening heart failure, anemia, neurological dysfunction, renal dysfunction and pericardial effusion are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was admitted to hospital on (B)(6) 2015 with dyspnea and an "uncontrolled" vad infection. Infectious disease (ID) was consulted, the patient cultures and he was started on intravenous (IV) antibiotics. A chest computerized tomography (CT) scan revealed fluid collection. Blood cultures proved to be positive for (B)(6). Nephrology was consulted for the patient's chronic kidney disease and cardiovascular surgery (cvs) was consulted regarding the fluid collection. The patient underwent a right sided pericardial drainage with placement of two chest tubes for pus. ID continued to follow the patient with adjustments to his anti-infectives. The patient had been previously deemed to not be a surgical candidate due to his post-implant neurocognitive deficits. A re-evaluation was performed given his deep infection; but was still deemed to not be a transplant candidate at that time. The patient's diuretics were stopped and the vad speed decreased due to suction events. Post-operatively, the patient developed a fever and his antibiotics were re-adjusted by ID. Workup for a possible infection was reported to be negative. Family requested that the patient's medical records to forwarded to another transplant center for a second opinion regarding possible cardiac transplantation. They agreed to evaluate the patient on an outpatient basis. One of the patient's chest tubes was discontinued with the second remaining in situ. The patient was re-started on his diuretics and vad speed increased after the development of lower extremity edema. Nephrology ultimately decreased and then stopped the patient's losartan due to his renal insufficiency while being diuresed. The patient was started on a heparin bridge until his international normalized ratio (inr) was within the therapeutic goal. Cvs continued to follow the patient's chest tube drainage with non-contrast CT scans. The chest tube drainage slowly decreased. The patient developed anemia requiring transfusion. Stools for occult blood (ob) were negative. In addition, the patient's antihypertensives were decreased due to some low mean arterial pressures. The patient continued to have intermittent "fogginess" with poor recall and occasional confusion. Cvs discontinued the patient's remaining chest tube when a chest x-ray (cxr) revealed insignificant findings. ID planned to transition the patient to home IV linenozid and this was then changed to an oral dose upon discharge. Nephrology continued to diurese the patient with some persistent hyponatremia. They opted to stop the patient's metolazone but continued his lasix. The patient was seen by physiotherapy and they worked with the patient. He is reported to have been able to ambulate with a walker with dyspnea. The patient was discharged home on (B)(6) 2015 with his family/significant other with plans to follow up with their requested second opinion for cardiac transplantation candidacy.